Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device failed on the self test. - this occurrence was noticed during a post-operational check. - the alarm was observable both visually and through hearing. Tf431015 (emergencyofffailed). - the device log files were provided to hamilton. - this malfunction occurred only once. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device failed on the self test. - this occurrence was noticed during a post-operational check. - the alarm was observable both visually and through hearing. Tf431015 (emergencyofffailed). - the device log files were provided to hamilton. - this malfunction occurred only once. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.